Event description:
Patient was positioned on osi table with all locks secured. All three lock lights were on. At end of the case, the table spontaneously unlocked and abruptly "airplaned"at a 45 degree angle. Circulating nurse was standing at side of patient and was able to hold patient on table and call for help. Patient was quickly transferred to the hospital bed. The osi table continued to tilt, airplaning more, and going into a quasi-reverse trendelenburg at the same time, though nobody was touching the controls. The lights were checked again, and it was noted that the lock light was off, though nobody unlocked it.